Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not bee received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved from the balloon. The target lesions were located in the left main (lm), left anterior descending (lad) and right coronary (rca) arteries. A 20 x 2.50 promus premier¿ drug eluting stent was selected. The physician attempted to advance the promus premier¿ des in the guide catheter and the stent got stuck at the distal end of the guiding. The physician pushed the stent harder to get through the guiding and the stent moved from the balloon. The stent was removed. The procedure was completed with a synergy stent. No patient complications were reported .

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned with the device for analysis. A visual examination of the stent found the stent dislodged from the balloon and damaged across its length with struts distorted and stretched. Based on the event description and the analysis performed, stent dislodgement and damage most likely occurred when the stent got caught at the distal end of the guide catheter. The balloon cones & main body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the entire length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. The damage may have occurred due to excessive force being used to advance the delivery device through the guide catheter where resistance was met. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the stent moved from the balloon. The target lesions were located in the left main (lm), left anterior descending (lad) and right coronary (rca) arteries. A 20 x 2.50 promus premier¿ drug eluting stent was selected. The physician attempted to advance the promus premier¿ des in the guide catheter and the stent got stuck at the distal end of the guiding. The physician pushed the stent harder to get through the guiding and the stent moved from the balloon. The stent was removed. The procedure was completed with a synergy stent. No patient complications were reported .